Manufacturer narrative:
Evaluation summary: the sheath and stylette returned loaded in the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent wraps, with struts raised and bunched. No deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the distal circumflex artery. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. It is reported that stent deformation occurred during positioning/advancement. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The physician completed the procedure with a resolute integrity 3.0 x 26mm stent. There is no patient injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.